Manufacturer narrative:
Evaluation summary: surgical notes were not provided. X-rays wer not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the info provided. Evaluation: review of the device history records was not possible as the product and/or lot number required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective on the available info, the need for corrective action is not indicated. Attempts have been made to obtain additional info however no info has been received to date. Should additional substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It is reported that the pt is experiencing a clicking noise when walking.